Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the inner lining of the tubing had been breaking in the cartridge tubing below the t:lock connection and the customer believed this issue caused insulin to "spill" of out the cartridge tubing. There was no reported impact to the customer's blood glucose level. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.